Manufacturer narrative:
Batch review performed on 04 september 2018; lot 162626: (B)(4) items manufactured and released on 27 july 2016. Expiration date: 2021-07-10; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed on 24 august 2018 by medical affairs manager 14 months after primary tkr the insert fixation screw got loose in the joint. It was immediately removed. No consequence should be expected for the absence of the screw in the future life of the implant. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role.

Event description:
About 1 year after primary the surgeon revised the patient for inlay fixation screw unscrewing. Insert revised successfully.